Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. Examination of the main septum inside and out for signs of damage from non-huber needles was requested. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient developed "withdrawal symptoms" of shakiness, cramps and increased pain. No device troubleshooting was noted in the patient chart and the device was replaced. The reason for replacement was listed as "failed intrathecal pump with actual reservoir volumes consistently less than expected." On the date of replacement, expected reservoir volume was 3.2 ml and the actual reserve volume was under 1 ml. The patient is reported to be "doing much better and feels 100% better" and is scheduled for a refill approximately 8 weeks after the date of replacement. The pump contained clonidine, bupivicaine and fentanyl.